Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in rv to right atrial (ra) and triad configurations. Shock impedance measurements were stable at 98-100 ohms in the rv to can programmed configuration. Boston scientific technical services (ts) discussed troubleshooting options. A lead fracture consistent with clavicular crush was suspected, however, was not confirmed. A lead revision procedure was going to be planned for an unknown date in the future. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.